Event description:
Complaint was received in a batch report from the distributor (B)(4)) on (B)(6) 2013. Caller alleges having many false negative hcg results. No pt info was provided.

Manufacturer narrative:
As the product was expired, no investigation was taken. Lot in complaint was expired at the time of report. No info in complaint indicating date of occurrence or issue details. Unable to determine if lot was expired when issue occurred. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided. Corrective action not required at this time.